Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having to charged the ipg frequently. The patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively.